Event description:
A customer reported experiencing multiple cartridge alarm 20s with their insulin pump. The customer's blood glucose level was indicated as "high," but the specific value was unknown. In response to the high glucose level, the customer administered a correction injection via multiple daily injections (mdi). Reportedly, the customer reverted to an alternate form of insulin therapy.